Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle with the procedural sheath pulled back against the shuttle. The sealant was located approximately 134 mm from the balloon proximal tip. The device was received with the advancer tube inside the shuttle cartridge in the mfg position. This received condition indicates an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter shaft and shuttle cartridge were inspected for presence of adhesive and kinks. No anomalies were observed. As the failure could not be observed, the root cause of the incomplete engagement could not be conclusively determined. The review of the lhr (lot f1214601) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci vascular closure specialist that a (B)(6) male pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery, near the femoral head, via a 6f sheath (model unk). A pre-procedure femoral angiogram showed no pvd/calcium in the vicinity of the access site, and the vessel size to be approximately 6 mm. Following the procedure, the physician selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the device was prepped and deployed per the IFU. Once the balloon was deflated and removed from the pt, the sealant remained wrapped around the balloon catheter. The scrub tech reverted the pt to manual compression and held for 15 minutes, in which hemostasis was achieved.